Manufacturer narrative:
The company service rep installed the front-end board and loaded software. Initial boot issue resolved, but the bump was making a constant "beeping" sound after it was turned off whether it's plugged in or not. The pump will "beep" continuously after it ahs been turned "off" if there is a battery in "slot 1". The power management board was replaced to resolved the "beeping" issue. Ran full functional verification and safety checks to meet factory specification. The pump was returned to service. The front end board and power management board were returned to the manufacturing facility at (B)(4) for evaluation. A supplemental medwatch will be submitted once the evaluation of the parts is completed and if additional info becomes available. (B)(4).

Event description:
The customer reported that prior to use on a pt, the iabp failed to power up. The customer observed a continuously rotating circle on the display of the iabp. The iabp was replaced and therapy was initiated. No pt injury was reported.